Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0958-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic stated that the insulin pump had crack in case along side battery compartment. No harm was required during medical intervention . The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4) on july 19, 2021 the customer alleged the pump has blood glucose kept rising even after she has taken a bolus; she thinks the pump is not able to push the insulin out. Insulin pump passed the full functional test including the displacement test, rewind test, prime, seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. No unexpected insulin flow blocked alarm noted. All basal profiles delivered properly their indicated amounts and were verified in the daily total citation. No unexpected alarms noted during basal deliveries. No displacement anomaly or motor anomaly noted during testing. The test guardian link transmitter connect properly with carelink pro. No data anomaly noted during download. The history was download successfully using thus software. The following were noted during visual inspection, cracked retainer and cracked at battery tube threads. The insulin pump p-cap / test reservoir locks in place properly. No moisture damage noted on electronics assembly, motor, vibrator motor and battery tube assembly. Insulin pump was not confirmed for any displacement anomaly alarms. No displacement anomaly or motor anomaly noted during testing. Insulin pump passed all required testing. The insulin pump involved in this event is the 640g insulin infusion insulin pump, which is not marketed in the insulin pumped states. However, the device is similar to the paradigm real-time insulin infusion insulin pump, which is marketed in the insulin pumped states.